Event description:
It was reported via repair work order the footend lift would not lower due to a damaged signal coil cord. It was further reported that the ibed was not working properly when side rails were lowered due to a faulty cpu. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.